Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received info on (B)(6) 2012 where a customer reported they were performing an IV contrast scan on a pt on (B)(6) 2012. Due to an unk reason not related to any philips product, the pt suffered an infiltration of IV contrast injury. During the infiltration, the pt called out to the CT operator for help, but the operator did not hear the pt due to a failed CT gantry microphone. The pt was treated for infiltration injury, rash, and infection.